Event description:
It was reported that a patient underwent a procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During ablation at the right ventricle, the patient¿s blood pressure dropped. Ultrasound confirmed a pericardial effusion and pericardiocentesis was performed. The patient was moved to ICU. No further information is known regarding the patient status. No transseptal puncture was performed and the event occurred during ablation phase. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: operated under temperature control mode with default cut-offs, power at 30 ¿ 40 w. And flow setting at 30 ml/min.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As the lot # was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on april 10, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a thermocool sf nav bi-directional catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During ablation at the right ventricle, the patient¿s blood pressure dropped. Ultrasound confirmed a pericardial effusion and pericardiocentesis was performed. The patient was moved to ICU. No further information is known regarding the patient status. No transseptal puncture was performed and the event occurred during ablation phase. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: operated under temperature control mode with default cut-offs, power at 30 ¿ 40 w. And flow setting at 30 ml/min. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.